Event description:
It was reported on (B)(6) 2016 that the end user sought medical attention on (B)(6) 2016 at 10:30am after receiving a high blood glucose reading of 522 mg/dl from his prodigy meter. The end user visited the ER per instructions from (B)(6) pharmacy after comparing his meter with their meter. He could not recall what his blood glucose level was upon arrival to the ER or any treatments that were administered. No further information was provided.